Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 100 colony forming units (cfus) of proteus mirabilis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was june 12, 2025.

Manufacturer narrative:
B5: no additional information received from the customer. H11: this report is being supplemented to provide a correction to a previously submitted report. Corrected fields: h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jun 03,2025. Sampling from: aw channel, suction/biopsy channel/elevator channel. Cfu:>100 cfu. Bacterial identification: unknown. Sampling date: jun 27, 2025. Sampling from: suction biopsy channel, air-water channel, flushing's and brushings. Cfu: no growth. Bacterial identification: n/a. The device was evaluated where [no abnormalities were found that could have led to the reported event.]. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 07/23/2025.